Manufacturer narrative:
The caregiver was rotating a pt with another caregiver when the alleged incident took place. The pt's weight was in part against the head-end siderail and causing the siderail to seem like it was in the up locked position. Allegedly when the pt was in the process of being rotated the caregiver thought the siderail was locked and placed her weight on the siderail. Allegedly the siderail was in a false latch condition which means the siderail appears to be locked but is not. The siderail fell down causing the caregiver to allegedly strain her back.

Event description:
It was reported by service report that a nurse was moving a pt on a 2040 bed, when the pt head right side rail fell down, causing the nurse to hurt her back. There was pt involvement and adverse consequences were reported.